Manufacturer narrative:
Investigation summary: a photo was received for evaluation. The photo showed syringe with missing print therefore failure mode is verified. Missing print was likely caused by either the transtech printer running out of ink to print onto the syringes, or a kink/clog in the ink hose that goes into the printer manifold which temporary stopped the supply of ink. No corrective actions required, defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8165519 for the same defect or symptom.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip did not have printed measurements on them. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip did not have printed measurements on them. There was no report of exposure, serious injury or medical intervention.